Manufacturer narrative:
Approximate age of device - 1 year. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient was seen in the lvad clinic where it was observed the patient was volume overloaded. It was also observed that there was a moderate increase in pink erythema surrounding mid-epigastric wound and elevated lactate dehydrogenase (ldh) 1185 u/l, in the setting of subtherapeutic inr (1.6). Admission to hospital was recommended but the patient refused. The patient opted to take lovenox at home q12 and increased coumadin. The patient returned the following day for repeat ldh and inr and ldh had increased to 1247 u/l with inr 1.8. The patient agreed to direct admission to the hospital for further evaluation and treatment. IV heparin was initiated and brilinta was added to patient regiment 90mg orally, twice a day. As of (B)(6) 2018, information provided by the vad coordinator confirmed that the patient is doing well. Ldh has returned to baseline status post IV heparin and admission to the hospital. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported pump infection and elevated lactate dehydrogenase could not be conclusively determined. The patient remains on chronic antibiotics. The instructions for use list hemolysis and infection as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the vad coordinator on 14aug2018 which indicated that the vad team believes that the lvad is infected and the patient's infection will not resolve until the patient receives a heart transplant. The patient is on chronic fluconazole daily and was started on doxycycline two times daily for the infection per infectious disease.